Event description:
During patient use, a 'o2 sensor error' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No serious injury was reported in this case.

Manufacturer narrative:
Though requested, no patient information was provided.